Event description:
Defective air sensor the device was received in lake zurich for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, several air in line alarms were found which confirms the reported event. One error 99 was also found but as per technical manual, if powering off and on the device without triggering the error 99 then the device can be used again. The device was received in lake zurich and its investigation was performed by our local technical team. Several functional tests were carried out related to air in line detection and all failed due to a defective air sensor. Note : during ocs test, the clamp motor was found abnormally noisy, so it was replaced as a measure of precaution but this is not linked to the reported event. The defective parts were then sent to brézins for further investigation. A visual check showed some oxydation on the air sensor ceramics but this is mostly due to a natural oxidation of the silver part of the sensor. This was observed on the opposite side of the electrode which therefore does not affect the functionality of the sensor. The air sensor was mounted in our volumat test device. Functional tests were carried out and performed as expected, no alarm was triggered. However, it was noticed that a significant drift had occurred in water output values since calibration in production (from 1633mv to 804mv). Therefore, the reported event is confirmed due to an air sensor weakness which caused a drift in the water output value. Note : the clamp motor was also investigated on our test bench and was found to be compliant with specification. No abnormal noise was heard during testing.

Event description:
Defective air sensor.